Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, it was observed that the right ventricular (rv) lead's helix failed to extend and fracture. The rv lead was not used, and was replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of fracture was not confirmed. A full lead was returned in one piece for analysis. Electrical tests, x-ray analysis and specification measurements were normal with no anomalies found. Visual examination of the lead found the inner coil to be over torqued in the connector pin region.